Event description:
It was reported a cerebral vascular accident, and a device leak occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was successfully implanted on (B)(6) 2024. The patient was discharged. On (B)(6) 2025, a review following transesophageal echocardiography was completed, and a closure device leak was noted on the mitral side. It was also reported that the patient experienced a stroke, the symptoms are unknown. The patient did not require any immediate interventions to manage the stroke. No further information was provided at the time of this report.